Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect vela ventilator front panel assembly. Upon visual inspection, ingress moisture was found to be beneath the touch screen membrane. The display was powered up in service mode initializing patient-user displays and colors with no issues. However, the touch display interaction would not function, duplicating the reported issue. This issue will be internally investigated.

Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from the customer for evaluation.

Event description:
The customer reported that the vela ventilator's touch screen was frozen and that they could not make any setting changes. The ventilator was being used on a patient at the time of the reported event and the ventilator was changed out with another known working ventilator, due to the frozen touch screen. The customer stated that there was no patient injury or harm associated with this reported event.